Event description:
Customer reported an unexpected negative reaction when testing a patient sample on the echo. Customer states echo results are negative or equivocal but images appear positive. The patient has a known (B)(6).

Manufacturer narrative:
Review of camera images: batch 12619 with sample (B)(6) tested on (B)(6) 2011 with capture-r ready screen 3 lot r160. Cell 1 (e neg) was interpreted as negative with a 1 reaction strength appears visually negative. Cell 2 (e pos) was interpreted as "?" With an 8 reaction strength, appears visually positive. Cell 3 (e neg) was interpreted as negative with a 0 reaction strength, appears visually negative. Batch 12621 with sample (B)(6) tested on (B)(6) 2011 with capture-r ready ID lot id143. Cell 1 (e pos heterozygous) was interpreted as negative with a reaction strength of 0, visually negative. Cell 2 (e neg) was interpreted as negative with a reactions strength of 1, visually negative. Cell 3 ( e pos homozygous) was interpreted as "?" Reaction strength of 8, visually positive. Cell 4 (e neg) was interpreted as negative with reaction strength of 0, visually negative. Cell 5 (e neg) was interpreted as negative with reaction strength of 0, visually negative. Cell 6 (e pos heterozygous) was interpreted as negative with a reaction strength of 0. Visually negative. Cell 7 (e pos heterozygous) was interpreted as negative with a reaction strength of 0, visually negative. Cell 8 (e neg) was interpreted as negative with a reaction strength of 0, visually negative. Cell 9 e neg) was interpreted as negative with a reaction strength of 0, visually negative. Cell 10 (e neg) was interpreted as negative with a reaction strength of 0, visually negative. Cell 11 (e neg) was interpreted as negative with a reaction strength of 0, visually negative. Cell 12 (e neg) was interpreted as negative with a reaction strength of 0, visually negative. Cell 13 (e neg) was interpreted negative with a reaction strength of 0, visually negative. Cell 14 (e neg) was interpreted as negative with a reaction strength of 0, visually negative. Batch 12623 tested (B)(6) 2011 at 1316 on sample (B)(6) with capture-r ready ID extend I lot dp049. Strip 1 well 1=1 visually negative (e neg). Strip 1 well 2=0 visually negative (e neg). Strip 1 well 3=8 visually positive (e neg). Strip 1 well 4=1 visually positive (slightly rough button, clearing around button pink adherence) (e neg). Strip 1 well 5=1 visually positive (slightly rough button, clearing around button, pink adherence) (e neg). Strip 1 well 6=0 visually negative (e neg). Strip 1 well 7=0 visually negative (e pos heterozygous). Strip 1 well 8=1 visually negative ( e pos homozygous). Strip 2 well 1=40 visually positive (e pos homozygous). Strip 2 well 2=2 visually positive (rough button, slight pink adherence) (e pos homozygous). Strip 2 well 3=40 visually positive (e pos homozygous). Strip 2 well 4=16 visually positive ( e pos homozygous). Strip 2 well 5=1 visually positive (rough button, clearing around button, slight pink adherence (e pos homozygous). Strip 2 well 6=8 visually positive (e pos homozygous). A service call was made. Investigation revealed that the camera should be replaced. Replaced camera. Instrument was tested and found to be operating within specifications.